Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced . System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced. Additional information:(mechanical jam)

Event description:
It was reported that a spectrum pump displayed system error 105 in the intensive care unit. Any patient involvement, injury or medical intervention is unknown.